Event description:
Small piece of the tip of the knee scorpion broke off in the right knee. C-arm was called, the piece was visualized, and eventually removed from patients knee. Case proceeded as per usual. Reference report mw5167996.